Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The customer reported she was not able to calibrate. Customer did not receive a change sensor alert after a calibration not accepted. The customer was advised to monitor the pump and calibration and no further assistance was needed. The insulin pump will not be returned for analysis.